Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the fill tubing sequence. The cartridge was not used for insulin therapy. Customer's blood glucose level ranged between 100-200 mg/dl.